Event description:
It was reported that the customer's device was displaying an abnormal amount of ECG noise in paddles lead. This occurred with multiple defibrillation therapy cables. With the amount of noise in the paddles lead, the device would not have the ability to be used in AED mode, where the device would have to analyze the patient's ECG rhythm and determine if they have a shockable rhythm. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. After further evaluation, physio determined that the cause of the reported failure was due to a failure of a diode, designator cr11 from the therapy pcb assembly.